Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self test and a21 error test. No a21 alarm noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump alarmed for a reset error and had given strange battery readings. The blood glucose reading was 140 mg/dl. The parent reported that the insulin pump was not stored or out of use for an extended period of time. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.